Event description:
Additional information received indicated surgery took place and both leads were replaced. Although there were no allegations against the second lead, the physician decided to replace it since it had the potential to migrate because the strain relief loops were not sufficient. This issue is now resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2; related manufacturer reference number: 1627487-2020-30603. It was reported the patient experienced migration of the right l3 lead, as confirmed via x-ray. To address the issue, the patient may be awaiting surgical intervention. Note: both of the patient's l3 leads are being reported because it is unknown which serial number is the right l3 lead.